Event description:
It was reported that this pacemaker was found eroded and migrated from it's pocket. Device was explanted due to necrosis. No indication of product return. No additional adverse patient effects were reported.